Event description:
(B)(4). Nausea, stomach swelling, irregular menstrual cycle, pain throughout the body. Painful bumps under the skin, the essure device migrated close to my liver, migraines, back pain, extreme fatigue, hair loss, breast swelling, bumps in underarms. The essure device caused uterus damage.